Event description:
It was reported that an asymptomatic patient presented with vibratory alert for device with low battery voltage and eos indicator. The device went from eri to eol in two days. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion from eri to eol was confirmed in the laboratory via review of the battery trend data. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.